Event description:
Delivery of unrequested bolus doses reported. The pump was set to deliver morphine 1 mg/ml, 100 ml container, with a pt dose of 1mg every 8 mins with no four hr limit selected. The pt had been in post anesthsia care unit and had been transported to the floor. The post anesthesia care unit nurse reported that she "thought something was wrong with the pump, but was not sure what was wrong." As the floor nurse was receiving report, she heard a beep indicating pt controlled analgesia request/delivery, but the button was lying on the pillow. The pump was turned off. No pt harm was reported.